Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump, confirmed malfunction did not recur after reset, and advised that pump could continue to be used while instructing caller to resume insulin independently and to call back if any future malfunction alarms occurred.